Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning was triggered about a year ago. It is unknown as to which lead triggered the warning. Both the right atrial (ra) lead and the right ventricular (rv) lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.